Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that first revision surgery was performed in 2019 because of post breakage of nrg insert. After 1.5 years, same patient had problem of nrg post of insert part. The post of insert was broken twice.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed via photograph provided. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: a intraoperative photograph was supplied showing an open knee surgery site which showed a fractured post of a insert prior to removal. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that first revision surgery was performed in 2019 because of post breakage of nrg insert. After 1.5 years, same patient had problem of nrg post of insert part. The post of insert was broken twice.